Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured non-sustained monomorphic ventricular tachycardia (vt) with a definite relationship to the impella device used: the patient had non-sustained runs of monomorphic vt with rates between 200-220 beats per minute. Episodes appear to begin with a premature ventricular contraction. In another instance, the patient unintentionally dislodged the transvenous pacemaker wire. The pacemaker lead was inadvertently moved from the ventricle to the right atrium and continued to attempt pacing. A nurse was instructed to cut the lead wire. No bleeding was reported. It was reported that the patient/event has not recovered/not resolved. The patient survived the event.

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined. The instructions for use for the impella cp with smartassist system lists ventricular arrythmia has an adverse event that occurred while in use with the impella device. It states that "only a fraction of these rates were attributed to the impella device and the events resolved without residual effect in most of the cases, unless the event of death occurred. Overall, the results did not show any evidence of increased morbidity associated with the impella support in cardiomyopathy, myocarditis, and peripartum cardiomyopathy (ppcm) patients."